Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered. The right ventricular (rv) lead exhibited increased to high threshold levels, increased to high pacing impedance levels, and decreased sensing. In addition, there was non-sustained ventricular tachycardia episodes, noise, and lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.